Event description:
It was reported that on the day after implant, the left ventricular (lv) lead was not capturing and a chest x-ray revealed lead dislodgement. It was noted that the lv lead likely dislodged due to a large coronary sinus and large caliber lateral branch. The lv lead was repositioned and remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.